Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that when the device was removed from use with a patient, the user was unable to lock the needle into the safety mechanism. No adverse effects to patient or user reported.

Manufacturer narrative:
Three used device samples were returned for evaluation. Visual inspection revealed no abnormalities or product faults with any of the samples. Functional testing found the samples to operate as intended. When the device arms were pulled upon, all needles retracted into the locked position without difficulty. The reported product issue could not be duplicated during testing. As the returned products were confirmed to operate as intended, no evidence was found to suggest the reported event was related to an intrinsic product problem.